Manufacturer narrative:
A ge rep evaluated the system and cleaned and re-seated connectors. System operates as intended.

Event description:
The customer reported the display is blank when starting the system. No pt injury was reported.